Manufacturer narrative:
(B)(4).

Event description:
It was reported that there was a vf episode from a merlin.net device transmission. There was noise present on the egm, which resulted in inappropriate vf detection but no therapy. Rv lead diagnostics were stable. The lead was capped and replaced. There were no complications.